Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event. The customer's current blood glucose level was unknown. The hospitalization treatment was an IV insulin drip (intravenous insulin infusion). Troubleshooting was performed and experienced with nausea and vomiting. The auto mode feature was not applicable. The customer was using the insulin pump system within 48 hours of the reported high blood glucose event. The customer will discontinue the use of the insulin pump, and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.